Event description:
The international philips rse service engineer (rse) reported a ventilator unexpectedly shutdown during standby mode. The device was not in use on the patient at the time the issue was discovered. There was no patient or user harm reported. The patient was breathing under room air. The user had to arrange another ventilator for the patient. The device was evaluated by the customer and a philips remote service engineer (rse). The rse could not confirm nor duplicate the reported issue. No shutdown codes were found. The device was evaluated by the sales distributor, who performed a preliminary check on the machine and found no anomalies. The device was reported to be in good condition.